Event description:
Additional information received identified the leads were explanted and replaced with new models which resolved the issue. Effective therapy was restored postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported system diagnostics determined high impedances on the lead. Surgical intervention will be taken at a later date to address the issue. The patient received two leads with a same lot number.